Event description:
It was reported that the right ventricular (rv) pace impedance had been trending in the 700 ohms range until march 2021 when it started to gradually increase. The value was greater than 3,000 ohms since june 2021. The shock impedance was stable. Technical services suggested there could be a physiologic reason for the increase. The rv lead was capped and replaced and no additional adverse patient effects were reported.